Manufacturer narrative:
The device was tested using automated test equipment and no anomaly was found.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that one month post implant lv lead was dislodged and the device and the lead were wrapped around the subclavian vein. Device migration was suspected. The device was explanted.